Event description:
The customer reports: "during injection, one of extension line was distortion, and doctor immediately stopped injection."

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material were observed inside the proximal extension line. Visual analysis revealed that the distal extension line had ballooned directly adjacent to the distal luer hub. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The distal extension line outer diameter in an area not affected by the ballooning measured 2.17mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.47mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. A manual tug test confirmed that the distal luer hub was secure on the distal extension line extrusion. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen". The report of a ballooned extension line was confirmed through complaint investigation. Visual analysis revealed that the distal extension line was ballooned directly adjacent to the distal luer hub. The distal extension line met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates extension line stretched/ballooned.

Event description:
The customer reports: "during injection, one of extension line was distortion, and doctor immediately stopped injection."